Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ipump that was not infusing. This event was reported to have occurred during programming/set-up in biomed service. There was no patient involvement, patient/user injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Service confirmed the reported condition of "not infusing" as failure 32. The cause was determined to be a disconnected motor harness. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.